Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported when plugging in the unit to any connection cable, there is no image. No negative impact in state of health reported.